Event description:
It was reported that the sales representative was unable to obtain a battery voltage reading or longevity estimation. In addition, the device stated it had reached elective replacement indicator (eri). The sales representative reset the device to a dual chamber mode and the device longevity now read four years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507652 implantable pacing lead, implanted: 2008 (B)(6). F(B)(4).